Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. A maverick balloon was used to predilate the moderate to severely calcified lesion in the circumflex (cx). The taxus express2 3.5 x 12 mm drug eluting stent was successfully deployed. The physician felt significant resistance as the balloon was pulled over the wire into the wiseguide but the balloon was successfully removed from the stent. No pt injuries or complications were reported.